Event description:
During procedure smelled buring - stopped temporarily - bovies not is use, not touching metal. Bovie at leg area with itp off, on alarm in system or indicated fault in system. Post procedure drape removed - burn noted right upper thigh - corresponding with location of cord. Debridment and closure of area completed. Bovie pencil thrown away at end of procedure.device labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: visual examination. Results of evaluation: electrical problem. Conclusion: device discarded - unable to follow-up. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device discarded. The device was destroyed/disposed of.